Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist reviewed information the patient gave to a customer care advocate, cca, in 2009. The patient reported that despite replacing the batteries, her onetouch profile meter would not power on. The alleged issue began at 7pm on 2/2/09. While troubleshooting the product issue with the cca at 10 a.m the same day, the patient reportedly began shaking. After eating candy while on the phone, the patient felt better. The patient did not communicate whether she had continued her daily insulin regime when unable to test. The complaint is reported due to symptoms the patient developed that meet the criteria for serious injury when unable to test. The product was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.